Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During visual inspection by the naked eye and magnification, marks were observed on the outside of the connectors, indicative of tool use. Functional testing was performed which included leak testing, clamp function testing, integrity of seal surface testing, clear passage testing, and uv/jic connection testing with uv flash machine. All functional testing passed. Upon conclusion of the investigation, the reported issue could not be verified. The cause of the marks observed on the outside of the connectors was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a mis-spike between the transfer set and a y-set. The spike of the transfer set would not properly insert into the y-set¿s port. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report two of two.